Event description:
It was reported that stent damage occurred. The 90% stenosed, 13x4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 16 x 3.00mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion and the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that the first two rows of the proximal edge of the stent were raised bunched/misaligned. This type of damage is consistent with the stent getting caught on something during withdrawal. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13x4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 16 x 3.00mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion and the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.